Event description:
It was reported that during a lobectomy procedure, there was bleeding near the staple line. The bleeding on the artery with forceps and putting in a suture by endoscope surgery. The staple formed correctly. Add'l sutures was performed. There were no adverse consequences to the pt.

Manufacturer narrative:
Eval summary-the analysis results found that the device was returned in good visual conditions and with a cartridge loaded in the device. The cartridge was returned partially fired and was noted to have a wedge band bypass as the left side was fully fired and the right side was partially fired. The cartridge was disassembled to verify the condition of the spring cartridge lockout and was found normal. The device was tested for functionality with a test cartridge and fired, cut and formed all the staples as intended. The device fired without any difficulties, the staples line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process. Conclusion = wedge band bypass.